Manufacturer narrative:
(B)(4) - the broken distal tip of the device. The device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the nitinol tubing was separated 7.5cm and 9.4cm from the distal end. The platinum coil was slightly stretched. The core wire was found to be kinked where the nitinol tubing had separated but remained intact. It appeared that the device kinked then the nitinol tubing separated. A definitive cause for the observed nitinol separation could not be determined. Based on the information provided, the reported issue occurred outside of the patient during preparation, therefore the cause for the observed nitinol separation is most probably related to handling of the device.

Event description:
Analysis of the returned device found that is was broken. There was no patient involvement.